Manufacturer narrative:
Date of event: date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller had been dropped and the battery fell out of the controller, and since then it was taking almost three hours to charge. When the patient's implant was on, it would only last a day and a half charged and then would quit on the patient. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller had been dropped and the battery fell out of the controller, and since then it was taking almost three hours to charge. When the patient's implant was on, it would only last a day and a half charged and then would quit on the patient. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.